Manufacturer narrative:
During inspection and testing, due to the image issue, the white balance could not be properly adjusted and resulted in an e311 error message to display on the monitor; however, this was not directly linked to, and did not cause, the image issue. In addition, a cut was observed on the cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that prior to a procedure, the medical staff noticed the image quality of the subject device was bad when connecting the camera head to the processor. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found that there was no image due to a faulty cable unit. This report is being submitted for the malfunction found during the device evaluation (no image/faulty cable). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received, from the user facility. Regarding the reported event: the intended procedure, was completed using another similar device. There was no information available, as to whether there was a delay in the procedure. There was no patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received, from the user facility, regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it can be surmised that an image was not displayed because the cable unit became faulty after product shipment. A definitive root cause for the faulty cable could not be identified. Per the instructions: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.